Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted roughly three months after initial implant due to an unspecified reason. Additional information indicated that rv lead was explanted due to high pacing threshold possible micro dislodgment. No additional adverse patient effects were reported.